Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to power on. Review of the log file didn't confirm the reported issue. The fse performed system troubleshooting and identified that the host pc was damaged. The failure analysis of the host pc confirmed the cause of the issue was with the power supply unit which had failed. However, the fse replaced the host pc and performed functional tests to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to power on. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.